Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid femoral artery with mild tortuosity and heavy calcification. A 7x20x80 armada 35 over the wire (otw) percutaneous transluminal angioplasty (pta) balloon catheter was prepped (air aspiration) outside the anatomy prior to use. There were no issues or leak noted during preparation. The catheter was advanced over an unspecified 0.035 guide wire toward the target lesion, the balloon was inflated once to 5 atmospheres and the balloon ruptured. The device was removed and a 7x40x80 armada 35 was successfully used to dilate the lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.